Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: erratic power spikes being reported.specific component(s) involved: other component malfunction.other component: unclear at this point.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : hospitalization for work up and monitoring.implant device type: lvad.